Manufacturer narrative:
The results have not yet been received.

Event description:
The surgeon noticed the presence of foreign material at the beginning of the cataract surgery. The fragment did not appear to be biological but introduced by the phaco handpiece. The foreign body is white and looks like foam and it is very hard. It cannot be aspirated or fragmented by the handpiece. It had to be removed from the anterior chamber separately with forceps. The fragment was sent for analysis at the hospital.